Event description:
The customer reported "charging defib shut down" related to hang/reboot when the charge button is pushed during opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.